Event description:
The customer contact reported the device was found delivering at a rate different than the originally programmed rate, resulting in the patient receiving more medication than intended. At 1800, channel a of the pump was programmed to deliver amiodarone (900mg/500ml) at a rate of 33ml/hr with a volume to be infused of 500ml and the delivery was started. At 1915, the nurse found the pump was delivering at a rate of 330ml/hr and the solution bag was almost empty. The nurse stopped the delivery and monitored the patient's heart rate for the next eight hours. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.